Event description:
On event date at 0930 physician attempted to remove icp monitor when it broke. It initially broke at the area it was taped to pt's head to prevent accidental removal. Dr then attempted to remove the remaining portion. The icp wire broke again at the point of insection. Reported to codman at 0950 on event date.